Event description:
General report received of an unspecified number of undocumented incidents of pts receiving less medication that intended. On unspecified dates and times, the devices were programmed for continuous deliveries of 5fu (fluorouracil) 138 ml, at rates of 3 ml/hr, for durations of 46 hours, and the deliveries were started. No further programming parameters were provided. After unspecified lengths of times, the pts returned to the clinic office. At that time, it was reported unspecified volumes of medication remained in the containers, instead of the expected empty containers. The customer contact reported the medication remaining in the containers is transferred to new containers, the devices are reprogrammed and the therapies are completed. There were no reported adverse pt effects and no reported delays of therapies critical to the pts. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, the devices will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issues to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.